Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, moderately tortuous left anterior descending artery lesion with 75% stenosis. The ht bmw universal ii 190 guide wire was advanced into the anatomy; however, resistance was felt when advancing the balloon catheter over the guide wire. After removing the guide wire, it was noted that the polymer coating had peeled off in the middle of the guide wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed and was a result of the reported difficulty. The reported difficult to advance appears to be related to a potential product quality issue. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the production record and complaint handling database revealed similar complaints from the reported lot, indicating there is a potential quality issue. Based on the information provided and observations from the returned analysis, the reported difficulties were concluded to be related to a potential quality issue due to an increase in resistance related issues for bmw universal ii family of products. Further investigation will be performed, and corrective actions will be taken, as required, in accordance with internal operating procedures.